Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the battery charger power supply cord would not stay in the charger without being held. The patient was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (power supply cord will not attach to charger) has been confirmed. As received, the charger would not charge. Upon evaluation, the power unit connector was damaged. The cause of the inability to connect with the charger and the inability to charge is the damaged power supply connector. The root cause of the damaged power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.